Event description:
Device base unit is melted on one side. Left side is black and the last two connector pins are damaged. Customer uses sanicloth to clean device; however stated does not believe was cleaned. No treatment. A request was made for return product and replacement product was sent.